Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv). It should be noted that the mitraclip instructions for use (IFU) states the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use of the device contributed to the single leaflet device attachment (slda). All information was investigated. The reported slda appears to be due to a combination of patient morphology/pathology (short septal leaflet and a large gap between the leaflets) and the procedural circumstances of difficult visualization (poor image resolution). The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances of visualization challenges due to the implantable cardioverter-defibrillator(ICD) leads. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Patient anatomy included leads from a previously implanted implantable cardioverter-defibrillator(ICD), a short septal leaflet and a large gap between the leaflets. There were some visualization issues, related to the patient anatomy, that affected visualization of the grasp. The first clip was implanted on the posterior and septal leaflets. The second clip was then implanted on the anterior and septal leaflets. No difficulty was noted grasping the leaflets, with either clip; however, visualization was noted to be difficult due to the patient anatomy. After clip deployment, it was noted that a single leaflet device attachment (slda) occurred, with the second clip detaching from the septal leaflet, remaining attached to the anterior leaflet. Additionally, it appeared that the clip remained attached to the septal leaflet chords, as there was not a lot of movement noted. A third clip was then implanted on the anterior and septal leaflets, to stabilize the detached clip. Tr was reduced to grade 2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.